Manufacturer narrative:
A ge representative evaluated the system, and replaced the gpos pcb. System operates as intended.

Event description:
Customer reported poor image quality in cine runs. No patient injury was reported.